Manufacturer narrative:
Analysis was performed remote service personnel which included communication with the customer and an attempt to obtain data. The results of the analysis were inconclusive as the provided data did not match the event date of february 12, 2026. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the cardiac workstation 5000 indicating that the patient heart rate (hr) recorded as high but physically the patient did not have high hr, the device was in clinical use on a patient at the time of the event. No adverse event was reported.